Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. The customer age and weight is unknown. The model was not provided.

Event description:
The customer reported that she obtained high blood glucose reading on the contour next link meter and took six extra units of insulin based on the reading. No specific readings were provided. The customer presented with symptoms of sweatiness and dizziness. She was confused about her symptoms and was barely speaking over the call. The customer was advised to seek assistance from the emergency services. No further event details could be obtained from the customer. Since the strip information was not provided, this report will be submitted under the meter information.